Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, 'failed downstream occlusion test' was not reproduced. The device passed the downstream occlusion testing. A review of the event history log revealed multiple "downstream occlusion!" Alarms, however the log cannot be used to distinguish true and false alarms. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified through the causality and was determined to be an out of calibration force sensor. The force sensor requires to be calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.